Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experienced surgical trauma during dental implant placement. Their buccal bone fractured. Pain and wound dehiscence were also reported. An apical surgical flap extension was needed to visualize the site. It was also reported that the dental implant's thread would not grab. The implant was removed.